Manufacturer narrative:
The patient died on (B)(6) 2014.the patients death was classified as cardiac death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, the physician used an in pact admiral deb to treat a lesion located in the proximal sfa of the right leg. The device was successful and there was no dissection. At 21 months post index procedure the patient died. The investigator indicated that the event was not related to the treated lesion, had no relationship to the index device, the index procedure or to paclitaxel. No action was taken.